Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the insulin pump had failed battery test alarm and had blank display screen. The blood glucose was unknown at the time of the incident. Customer removed battery and placed back in and stated that, the pump was turning back on. Customer advised to monitor the pump. The insulin pump will not be returned for analysis.